Event description:
It was reported by the aci sales professional that an (B)(6), underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. The patient's blood pressure reading was 130/70 mmhg. The patient was anticoagulated pre-procedure with heparin. Access was obtained at the common femoral artery using a 6f st. Jude sheath via a retrograde approach. It was noted that there was one sheath exchange. A pre-procedure femoral angiogram showed no presence of peripheral vascular disease (pvd) or calcium, and the vessel size to be approximately 6 mm. Following the procedure, the physician, who is a trained user of the mynx, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that everything looked good, but a hematoma (>6 cm) started to develop at the access site. Manual compression was applied for 10 minutes at the access site. The patient was ambulated after the procedure 6 hours and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1201802) indicated that the device lot met all established performance criteria prior to shipment.